Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Balloon rupture during use in the patient may result in dissection, perforation or other vessel damage. A torn/burst balloon could also lead to device separation and embolization, with the potential for ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique that may have contributed to the reported event, rather than the design or manufacture of the device. Per the IFU, users are cautioned to exercise care in handling the catheter and accessories to prevent accidental damage. Use of the device in excessive vessel tortuosity or calcified vessels may result in the use of excessive forces which may lead to device damage. In this case, no resulting patient harm was reported. The device was exchanged for a similar device and the procedure was continued. Since the event did not result in patient harm, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an emboguard 87, 95 cm (bg8795u/ 9482257) and an unknown embotrap thrombectomy neuravi device (product code/ lot # unknown), were used for a mechanical thrombectomy procedure to treat cervical stenosis and an occlusion at the m1 segment of the middle cerebral artery (mca). During the procedure, when the emboguard balloon guide was advanced and inflated at the lesion, balloon rupture occurred. ¿the emboguard was replaced with another one (blancher) and the procedure was continued.¿ after conducting percutaneous transcatheter angioplasty to the posterior cervical stenosis, a mechanical thrombectomy of middle cerebral artery m1 was performed by using the embotrap (1st pass). The thrombus reportedly embolized to the m2 segment, resulting in additional thrombectomy performed on m2. After 3 passes, recanalization was achieved, and the procedure was completed. It was reported there were no issues with the patient's postoperative condition. A continuous flush was not done. Other concomitant device was trak microcatheter (stryker). The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery. The devices were used according to IFU. During the procedure, cervical stenosis and m1 occlusion were confirmed. When the emboguard was advanced and inflated at the lesion, balloon rupture occurred. So, the emboguard was replaced with another one (blancher) and the procedure was continued. After conducted percutaneous transcatheter angioplasty to the posterior cervical stenosis, a mechanical thrombectomy of middle cerebral artery m1 was performed by using the embotrap (1st pass). Since a thrombus was moved to m2 and embolized, additional thrombectomy was performed on m2. After 3 passes, recanalization was achieved, and the procedure was completed. Post-procedure changes in the patient: there were no issues with the patient's postoperative condition. Continuous flush was not done. Other concomitant device was trak microcatheter (stryker).¿ additional information was received on 28-mar-2025. Summary. Other concomitant devices were corrected as being the ¿embotrap iii, cereglide71 (product code/ lot # unknown) and vecta46 balloon catheter.¿ a mechanical thrombectomy of middle cerebral artery m1 was performed by using the embotrap iii and cereglide71(1st pass). Additional thrombectomy performed on m2 by using vecta46 concurrently. Additional information was received on 07-apr-2025. Summary: per the limited information received, it was reported the emboguard balloon guide catheter was used according to IFU. Regarding the current status of the patient, it was reported, ¿no negative impact was found on the patient.¿ this additional information has been reviewed. No changes regarding the reportability determination nor coding were required.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: a3a, a4, a5, a6, b4, b5, d4 (primary UDI number), g3, g6, h2, h4, h6 and h11. Section b5: additional information was received on 21-apr-2025. Summary: according to the information received, it was reported that there was no alleged product malfunction with either the embotrap or the cereglide, and no resistance while advancing the emboguard. The balloon did not "stick" or interact with any other devices. The balloon inflated as expected, and there was no over-inflation. Prior to use, the balloon inflation was tested, and it was prepared as usual, and it was used according to IFU. Regarding how long the event delayed the procedure, it was reported, "the delay in the procedure due to the event was unclear regarding its causal relationship, as the case was originally very difficult." However, it was reported was not clinically significant. Regarding the current status of the patient, it was reported: "no negative impact was found on the patient." Patient information: female, japanese. Weight: 31.2 kg. The device was not returned; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 9482257 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.